Event description:
Patient underwent implantation of a prophylactic defibrillator on (B)(6) 2005. On (B)(6) 2010, while at rest, he experienced 3 shocks from his defibrillator. His defibrillator was immediately interrogated, and it was found that he had inappropriate shocks due to failure of his ventricular lead sensing.